Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (monitor does not communicate with an electrode belt) has been confirmed. Upon investigation, the monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Additionally, the monitor's enclosure cover and case were cracked. The root cause for the broken connector was physical abuse. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor does not communicate with an electrode belt.